Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient reported abdomen was painful with pins and needles sensation two days after a superdimansion enb procedure. The site reported it was not related to the superdimension device but related to the enb procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.